Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to increased resistance between the electrodes of the generator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer¿s reported errors (e006 and e183) were not reproduced and or confirmed. Also, no new defects were identified during the inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, an e006 (insufficient conductivity) error code occurred when the plasma loop was used in combination with the generator during the procedure. Reconnecting or replacing the cable did not fix the problem. The procedure was completed by switching to another generator. There are no health hazards from this event.